Event description:
The customer reported that the ventilator will not power on. The customer states unit would not operate on ac power, the power switch led not illuminated with ac power connected and not powered on. The customer reported there was no patient involvement.